Manufacturer narrative:
Product event summary: at analysis it was determined that the ventricular connector was cracked, however the device did pass incoming functional testing. It was additionally noted that the battery contacts were visibly contaminated. The ventricular connector was replaced, the device cleaned and visible signs of contamination were removed from the battery contacts. The device passed all its tests.

Event description:
The external pulse generator was returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.